Event description:
The customer stated that the ECG was not functional. They indicated that they tried different cables and leads without success. There was no patient harm associated with the reported malfunction.

Manufacturer narrative:
The device is an automatic external defibrillator. The customer returned the actual device involved for evaluation. Factory service confirmed the report of non-functional ECG through the ECG leads. The effect of this malfunction is that a user would not be able to view multiple lead ECG. However, factory service noted that a user could still read ECG through the defib paddles. Factory service isolated the failure to the pic protection board, where they found that one of the inductors providing input protection for ECG had insufficient solder, resulting in a failed connection and open circuit. Factory service replaced the protection board to restore normal operation. Subsequently the unit passed all functional tests and was returned to the customer.